Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported, that a malfunction alarm occurred. Additionally, it was reported, that the customer experienced an elevated blood glucose (bg) level. Cause was not known. Customer¿s continuous glucose monitor read ¿high¿. However, a specific bg value was not provided. A manual insulin injection was administered to address bg level. The customer reverted to manual injections for insulin therapy.